Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer went to the emergency room (ER) due to a blood glucose level (bg) that ranged from 377 mg/dl to "high", with high ketones that the health care provider determined to be dangerous and/or life threatening. Customer administered a manual injection and while in the ER experienced chest pains, nausea, and jaundice. Additional bloodwork was completed, and it was determined that the customer had rhino virus and strep throat, which contributed to the elevated bg. Customer was released from the ER six hours later, upon being released customer's bg level was 127 mg/dl and in "stable" condition. The customer reverted to an alternate method of insulin therapy.